Manufacturer narrative:
The patient information was not provided.

Event description:
Advocate called stating her mother received a blood glucose reading of 274 mg/dl on the contour. She was not responsive, could not talk well, so an ambulance was called. The patient was retested with the ambulance meter and the reading was approximately 330 mg/dl. She was taken to the hospital and was in a diabetic coma. Further information regarding hospitalization and treatment was not provided. The advocate was advised to return the strips for evaluation. The advocate opted to get a new meter from the pharmacy.